Manufacturer narrative:
Device evaluation summary: there were no notable observations with pre-decontamination inspections. Device was decontaminated with cidex-opa pending further device testing to support the final product analysis findings. Post-decontamination there were no notable observations- the devices performed as expected and appeared within specification. CT scanning was completed on the handle parts that directly support the handle retraction force, graft cover t-tube, release slider (trigger)<(>&<)>engagers (2x). Comparisons of the scanned components to the complimentary 3d model are unremarkable. All components appear to be within dimensional requirements. Screw gear disengagement was assessed, through recreation studies. All devices exhibited forces in line with dv values on the first fully engaged trial. Direct correlation between the disengagement force and the trigger position: the further the trigger was set away from the fully engaged position, the lower the retraction force. All components passed the dimensional specifications measured except for the ID of the graft cover ro marker. The ID of the graft cover ro marker band was below specification at 0.262in. The most likely cause of the deployment issues was that stent graft deployment was attempted with a partially engaged trigger, resulting in handle skipping at forces less than that required to deploy the stent graft. A possible contributory factor was that ro marker band ID was below specification, potentially leading to increased deployment forces. It could not be determined through device analysis if the trigger had become partially engaged during manufacturing handling or during clinical usage. It was determined that it was not possible for trigger to become partially engaged in the packaging during transport. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that two navion devices were implanted successfully (vnmc4646c95te and vnmf4646c183te) after the failure of the implant of the first device. It was noted that there was no difficulty in rotation of the handle to begin with or after the noise was noted, and it was confirmed that the noise was noted quite soon. The device was flushed with saline and 20ml syringe. There was no sheath used but a 260cm lunderquist wire was used. The physicians dominant hand was noted to be the right hand. Film evaluation summary: the cause of the reported deployment difficulties could not be determined from the pre-implant films returned. Images during implant were not provided; therefore, the reported events could not be assessed. Post-implant CT¿s were also not available for review of the stent graft in-vivo configuration. Review of the pre-implant CT¿s revealed that the patient had a 58mm max diameter taa within the distal portion of the descending thoracic aorta. The aortic anatomy was not appreciably tortuous. The aortic arch was gradually curved, the descending thoracic and abdominal aorta were essentially straight, and the iliac arteries were mildly tortuous. No appreciable calcification was seen along the length of the aorta or iliacs. The common iliac arteries were mildly tortuous and contained moderate thrombus; bilaterally. However, the right common iliac was severely narrowed down to 5mm minimum at the distal extent, and the right internal could not be visualized and was potentially occluded. The flow lumen of the rcia ranged from 12 ¿ 7 ¿ 12 ¿ 5mm, the right external ranged from 6 ¿ 8mm in diameter, and a narrowing/stenosis of the right femoral down to ~3mm was also observed. On the left side, the lcia flow lumen ranged in diameter from 18 ¿ 16 ¿ 10 ¿ 14 ¿ 12mm, and the right external diameter ranged from 6 ¿ 8mm. The cause of the deployment difficulties could not be determined. Analysis of the returned films did not reveal any clear anatomical characteristics that could explain the reported deployment difficulty event. Although narrowing of the right common/external down to 5mm was observed, it was reported that the devices were placed up the left side which was of larger caliber and not appreciably tortuous; therefore, this potential anatomical concern on the right side was unlikely related to the event. A device issue cannot be ruled out as a potential cause. The delivery system has been returned for investigation and is pending analysis. The results will be summarized in a separate report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two navion devices were implanted successfully (vnmc4646c95te and vnmf4646c183te) after the failure of the implant of the first device. It was noted that there was no difficulty in rotation of the handle to begin with or after the noise was noted, and it was confirmed that the noise was noted quite soon. The device was flushed with saline and 20ml syringe. There was no sheath used but a 260cm lunderquist wire was used. The physicians dominant hand was noted to be the right hand.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was planned to be implanted in a patient for the endovascular treatment of a 60mm thoracic aortic aneurysm. The aorta and iliac arteries were straight and there was no calcification. It was reported that during the index procedure the slider handle was rotated but the device did not fully deploy. It was reported the first 10mm deployed successfully but the graft cover then stopped retracting and an audible noise was heard from the delivery system. The device was removed by closing the delivery system a little by rotating the blue handle back and another valiant navion stent graft vnmf4646c183te was used instead with no issue. As per the physician ,the cause of the failure to deploy was due to failure of the slider. No additional clinical sequelae were reported and the patient is fine.